Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer had failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not recognized. A field service engineer (fse) powered down the station and examined the back, noticed that the controller board had no lights illuminated. The fse replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer the device.